Manufacturer narrative:
01-dec-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush actually smoking - oral-b [device catching fire]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush started actually smoking. No injury was reported. 07-oct-2023 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Brush actually smoking - oral-b [device catching fire]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush started actually smoking. No injury was reported. 07-oct-2023 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3766. No injury was reported.